Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided, a cause for the reported unintended movement associated with clip opened while locked resulting in unspecified tissue injury and mr could not be determined. Mitral regurgitation and tissue damage/injury are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a small atrium. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1+ on (B)(6) 2025, two years later, during a follow up visit, an echocardiogram was performed, and revealed a new flail on the posterior leaflet, and that the clip had slightly opened to roughly 30 degrees, resulting in increased mr to a grade of 4+. A second mitraclip procedure was performed, and one clip was implanted, reducing mr to a grade of 2-3+.